Manufacturer narrative:
H10: h2: additional information on: b5.

Event description:
It was reported that during an arthroscopy, the osteoraptor broke. The broken pieces were removed from the patient using tweezers. The procedure was completed using a s+n back up device into an additional bone hole. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or anchor returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements are specified and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include excessive force on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the osteoraptor anchor broke. The broken pieces were removed from the patient using tweezers. The procedure was completed using a s+n back up device into an additional bone hole. It is unknown if there was a surgical delay and no further complications were reported.